Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. Noise was noted on the right ventricular (rv) lead and a possible fracture was suspected. Reprogramming was performed and a replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: if information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.